Manufacturer narrative:
Eval summary: it was reported that the poly insert wore out after 18 years. The reported device was not returned for eval. The product catalog number and lot code and medical records were not made available. Based on the limited info provided, the results of the investigation indicate that this event was not device related. Poly wear on the reported device is expected, especially after it was implanted in vivo services for 18 years. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the poly insert wore out after 18 years. Poly was replaced. Pt is doing fine."